Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). This medwatch is being filed to relay additional information and as final report. On 12 august 2019, it was reported that the device was giving incomplete meshing. Device evaluations results/investigation findings: product review of the skin graft mesher by zimmer biomet 16 august 2019 revealed that the calibration or test cut could not be taken due to a bent comb. The roller gear had visible damage, the set screws were removed from the hinges, and the shoulder bolts were damaged and not in the correct position. The device was received with cutter 1.5-1 sn: (B)(6). Repair of the skin graft mesher was performed by zimmer biomet on 16 august 2019 which included replacement of the roller, gear, comb, shoulder bolts, washers, ratchet gear and ratchet pin. Skin graft mesher, serial number: (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: although the reported event was confirmed during inspection of the device, it cannot be determined from the information provided what caused the device to produce an incomplete mesh as several components were replaced. Therefore, the root cause could not be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended or any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the mesher was not meshing all the way through the tissue. The left side was not meshing all the way through, the right side was but the mesher was almost shredding the tissue leaving larger holes instead of the normal mesh holes. The technician stopped meshing once they observed the larger holes and incomplete mesh. The event occurred during use. However, not during a patient surgery.